Event description:
A report was received from the field indicating that during a coronary intervention there was a linear leak at the proximal hub (balloon inflation port). The stent could not be prepared for deployment. Additional information received indicates that there were no defects noted when the device was removed from its packaging, and functionality was verified. The device crack occurred as an adjunct item (indeflator) was being attached. The target lesion was at the ramus intermedius, and was treated with another unknown stent.

Manufacturer narrative:
Please note: device (lot# 13315146) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.